Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 450 mg/dl; cause cartridge change errors. Reportedly, the customer overfilled the cartridge with 350 units of insulin at the time of the event. Customer performed multiple cartridge changes to attempt to clear the error; however, the issue was not resolved. The customer administered glucagon to address bg prior to the ER visit. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg while in the ER. Customer was discharged 1 day later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.